Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step from cartridge. Tandem customer technical support educated the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Customer would drink water and change supplies to address the elevated bg levels.